Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for prior to a cardiopulmonary bypass (cpb) procedure during sternotomy, the device had a bent protector.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) performed functional test and observed that customer saw operated with no blade installed. Blade could not be installed due to bent blade protector. The srt replaced the sternal saw guard. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the device had a bent protector. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2017 after the median sternotomy was performed with the sternal saw, the nursing team along with the surgeon noted that the blade protector was bent. The surgeon had no problems opening the sternum with the saw and there was no harm to the patient. This did occur prior to the initiation of bypass, for the surgeon uses the saw to gain access to the heart. There was no associated blood loss due to the bent blade protector. This occurrence did not delay the surgical procedure.